Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros psa result was obtained from a single non-vitros control fluid on a vitros eci immunodiagnostic system. The assignable cause of the lower than expected result could not be determined, however an unidentified instrument issue is suspected to be a contributing factor. A reagent issue could not be entirely ruled out as a potential contributing factor. The investigation is ongoing.

Event description:
A non-reproducible lower than expected vitros psa result was obtained from a single non-vitros control fluid on a vitros eci immunodiagnostic system. Vitros psa result = 8.46 ng/ml vs. Expected result = 12.8 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report corresponds to (B)(4).